Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor unresponsive) has been confirmed. Upon evaluation, the monitor was unable to power on. The cause was thermal damage to several components on the ca board including, r45, q701, u600, u602, q9, r684, r689, and u1003. The damaged components caused the -5v, 5v, 5.4v, 1.8v and 3.3v power supplies to short. The cause of the thermally damaged components was likely related to broken solder connections on high voltage capacitors c22, c21 and c20. The cause of the fractured solder connection cannot be positively determined but is likely severe mechanical shock from physical impact. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation is planned for 2/4/2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor was unresponsive. The patient was issued a replacement monitor.